Event description:
In 2007, the patient's mother reported that the patient's infusion tubing separated at the luer connection resulting in elevated blood glucose. At 7pm on the event date, the patient's blood glucose measured 302 mg/dl and she had a headache. She then found insulin leaking from the infusion tubing near the luer connection. She stated that her clothing was wet with insulin and she could smell insulin. She changed the insulin cartridge and infusion set and bolused 3.5 units of insulin to lower her blood glucose. The mother reported that the patient spent the night at a friend's house and slept on the floor which may have caused strain on the infusion tubing. She stated that when the patient removed the infusion site there was blood in the cannula. Upon follow up the following month, the patient's mother stated that the patient's blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Unomedical a/s - aholmvej 1, osted.